Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed quickly and inadvertently placed too low resulting in moderate paravalvular leak (pvl). The location of the leak (due to the low position) appeared to be entering the left ventricle over the top of the corevalve skirt on the left coronary cusp side which was confirmed angiographically and by transthoracic echocardiogram (tte). An attempt was made to raise the valve into an aortic position but was unsuccessful. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve at a higher position improving the aortic diastolic pressure and reducing the pvl from moderate to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.